Event description:
It was reported by service report that the cot will not lower and was leaning due to the inner and outer pt left long lift tubes being bent. It is unknown if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Results - inner and outer pt left long lift tubes.